Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026, wherein the ipg was explanted and replaced to address the issue. The lead was in good condition and therapy was restored post-op.

Manufacturer narrative:
A patient experiencing ineffective stimulation/ipg pocket pain was reported to abbott. Patient reported falling multiple times since their replacement and has no impedances. The patient experienced pain at implant site and ineffective coverage. The patient's provider ordered an MRI to investigate further. A date has not been scheduled yet for the patient to have an MRI. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Fdate of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation after taking multiple falls. The patient also reported discomfort and burning sensations at the ipg site that would stop when the ipg was turned off. As a result, surgical intervention may be undertaken to address the issue.